Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the likely cause(s) of the reported event are follows: 1. Thermo-mechanical fatigue. 2. Wear and tear. 3. Improper handling (impact, shock). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches¿. ¿ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to b2. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received the medwatch (mw) 5115816 that states during use of transurethral resection of the prostate set during an unknown procedure, the ceramic tip of the sheath broke inside the patient's bladder. The broken segment was retrieved. The device was inspected prior to surgery and shown no signs of damage. There was no substitution for the piece. Required intervention was reported. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted in importer medwatch report # (B)(4)..